Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that following the completion of a therapeutic urological laparoscopic surgery, there was an overheating of the light guide cable which resulted in a patient burn and scorching of the physician¿s gloves. Multiple attempts to gain additional information as to patient or physician injury and other incident details were unsuccessful.